Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's nurse reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and other blood glucose value was over 400 mg/dl. Customer stated that insulin pump was dropped recently and got error. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.